Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer was unsure of their exact blood glucose (bg) levels, but reported that based on how they felt, the customer's bg levels were near 300 . Reportedly, the customer had an alternate pump available to address bg levels and for alternate insulin therapy.